Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a manual injection. Customer attributes high bg issues to scar tissue and poor insulin absorption. Hcp provided advice regarding manual insulin delivery. Reportedly, the customer uses insulin and cartridge up to 3 days, tandem technical support advised that this is against labeling. Recommendation was made for customer to contact tandem technical support when elevated bg is occurring. Additionally, recommendation was made for customer to consult with healthcare provider regarding elevated bg.